Event description:
The customer contacted baxter's service center during use. The registered nurse (rn) stated that the home patient (hp) ran short on solution, so the rn disconnected and reconnected a new the supply bag. The technical service representative (tsr) advised the rn once the hc was primed, you can not disconnect and reconnect the supply bag to the heater line. The tsr assisted the rn end therapy. The rn would do a manual exchange. There was patient involvement, but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The sample was not available and the lot number was unknown; therefore, no evaluation or batch review could be performed. A follow-up report will be filed if any additional relevant information becomes available. Per baxter labeling, users are instructed to not replace empty solution bags or reconnect disconnected solution bags when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.